Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. The suture broke when sewing in surgery. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were there any patient consequences? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3, d4. H3 investigation summary: the product was returned to ethicon for evaluation. One needle-suture outside its packaging was received for analysis. Product code sxpp1a405. During the visual inspection of the sample, the swage area was noted with marks on the edge probably caused by a surgical instrument. The received suture was inspected and was noted damage (split) near the swage area probably caused by a surgical instrument. The instructions for use contain the following caution: to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Corrected info: d4: UDI: the expiration date / the manufacturing date are currently not available. Therefore, the full UDI is currently not available.